Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent a non-device related additional procedure due to lead damage or fracture. The clinical site, at sheba medical center, indicated that the procedure was not related with an adverse event.

Manufacturer narrative:
Unk additional information was received that no further information could be obtained. Additional information was received that the procedure type was clarified by the site. The procedure was clarified to be a surgical revision.

Event description:
A report was received that the patient underwent a non-device related additional procedure due to lead damage or fracture. The clinical site, at sheba medical center, indicated that the procedure was not related with an adverse event.

Manufacturer narrative:
Additional information was received that there was device reprogramming, a surgical revision and device replacement the same day. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a non-device related additional procedure due to lead damage or fracture. The clinical site, at sheba medical center, indicated that the procedure was not related with an adverse event.

Event description:
A report was received that the patient underwent a non-device related additional procedure due to lead damage or fracture. The clinical site, at (B)(6) medical center, indicated that the procedure was not related with an adverse event.